Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose throughout the morning while using the ilet, peaking at 323 mg/dl after breakfast, with values ranging from 200¿250 mg/dl earlier and later measuring 289 mg/dl, and they inadvertently initiated the fill tubing process before inserting the cartridge, then repeated the change and resumed delivery per guidance. Symptoms included hyperglycemia. Outcomes included product replacement shipment and completion of troubleshooting and education. Investigation included user interview, review of pump use, and corrective guidance to replace infusion supplies and verify delivery. Investigation of this case revealed user error related to an incorrect sequence during cartridge and tubing setup, with no pump alarms reported and subsequent downward bg trend after proper setup and supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear with likely contribution from user technique during setup. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.